Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found that the ventricular setscrew inset was 70 percent stripped. Medical adhesive inside the setscrew inset impeded the torque wrench from engaging the inset walls.

Event description:
It was reported that during implant the pulse generator exhibited a setscrew issue and the screw became stuck to the tip of the wrench. The device was not implanted and replaced.